Event description:
Boston scientific crm received information that the patient implanted with this device system was in clinic for a routine check. The clinician reported that during the device check, a message was received to check the atrial lead. The clinician could not view any out of range measurements. Technical services (ts) discussed the possibility of two daily measurements in a 24 hour timeframe, with the first measurement which may have been out of range, being overwritten by the second measurement. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.